Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient records did not populate in pyxis while pulling medications for outpatient imaging procedures. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient records were not populating in pyxis when pulling medications for outpatient imaging procedures. A technical support specialist accessed the server and identified that the first patient had one temporary admission and one discharge on (B)(6) 2025, along with another admission lacking a timestamp. The second patient had been discharged on (B)(6) 2025 and (B)(6) 2025, with one temporary record. The customer was advised to resend messages with correct information for both patients. As the patients were outpatients, the customer could not provide further details on when they were not visible in the station. With no new samples available for further investigation, the customer approved case closure. The system functioned as intended after the technical support specialist investigated the issue.